Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 556 mg/dl at the time of the incident. Customer advised they had two bad sets of serters with bent cannulas which are not working properly. Customer advised they were hospitalized due to high blood glucose levels and diabetic ketoacidosis. Customer advised they were vomiting, had diarrhea, and could not eat anything. Paramedics arrived at the scene and took them to the hospital. Customer was put on insulin drops, saline, and glucose. Customer was wearing the insulin pump at the time of hospitalization.